Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was failed. A field service engineer (fse) shut down the station and took out the pockets manually. The fse saw the tray with a dried-up medication spill. The fse removed the bad tray and cleaned the area. The fse then reinstalled a new tray, updated the firmware, and re-added the pockets. Fse tested in hardware test application and restarted the station which resolved the issue. Registered pharmacist tested again on main application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.